Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported he was unable to charge his ins. He stated he saw the reposition antenna screen on the recharger. The patient noted his patient programmer could not find the device either. He reported that it has been over 3 months since he charged his ins. The patient was going to meet with his healthcare professional. No symptoms were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.